Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported vai phone call that they experienced high blood glucose. The blood glucose was over 500 mg/dl. The current blood glucose was 523 mg/dl. The other relevant blood glucose was 384 mg/dl. The customer treated with manual injection. The customer experienced symptoms such as feeling shaky. The customer alleges insulin pump under delivery. The insulin pump will not be returned for analysis.